Manufacturer narrative:
(B)(4). The active tip of the device has fractured from the distal tip. The condition of the fracture face of the device suggests a brittle failure with no obvious signs of mechanical damage. Instances of similar failures have been seen historically, with the failure location, mode and method indicating failure due to surface (hydrogen) embrittlement. The remainder of the electrode show no signs of damage. A CAPA was raised to address the event reported. The necessary actions have been taken to address the issue. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Product release date: july 2019. Product expire date: june 2024. Information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysteroscopy procedure on (B)(6) 2019 and an electrode was used. It was reported that the resection handle broke during the procedure and it was found that the active tip of the device had fractured from the distal tip. There were no adverse patient consequences.